Manufacturer narrative:
H6: device codes updated from material integrity problem - 2978 to difficult to remove - 1528.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was deployed, but the placement was too distal. When deployment was attempted again through a partial recapture, the device was pushed out from the left atrial appendage after placement. A full recapture was performed. The delivery system was attempted to be inserted into the was sheath during the full recapture, but severe resistance was felt. It was judged that there was possible damage on the soft tip of the was sheath. A new was sheath was inserted into the left atrial appendage and a 33mm device was deployed and released in the left atrial appendage after release criteria was met. No patient complications were reported. It was further reported that damage to the was was not visually confirmed. During the full recapture, the wds and was were advanced to the watchman closure device. The closure device was captured into the distal part of the wds. After that, they disconnected the wds from the was, and withdrawal of the wds was attempted but strong resistance was felt. So the was and the wds were removed together. A new was and wds were used and the watchman closure device was successfully deployed and implanted.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was deployed, but the placement was too distal. When deployment was attempted again through a partial recapture, the device was pushed out from the left atrial appendage after placement. A full recapture was performed. The delivery system was attempted to be inserted into the was sheath during the full recapture, but severe resistance was felt. It was judged that there was possible damage on the soft tip of the was sheath. A new was sheath was inserted into the left atrial appendage and a 33mm device was deployed and released in the left atrial appendage after release criteria was met. No patient complications were reported.

Manufacturer narrative:
H6: device codes updated from material integrity problem 2978 to difficult to remove 1528. Device evaluated by MFR.: the returned device consisted of a watchman access system with the related watchman delivery system (wds) partially inside the hub/valve of the truseal. The devices could not be separated during lab analysis. The devices were bloody. Analysis of the dilator, hub/valve, tip, sheath included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect with the complaint device. The returned device(s) could not be functionally tested as the implant from the related event could not be removed from the inside of the truseal hub. The reported difficulty recapturing the implant was confirmed.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was deployed, but the placement was too distal. When deployment was attempted again through a partial recapture, the device was pushed out from the left atrial appendage after placement. A full recapture was performed. The delivery system was attempted to be inserted into the was sheath during the full recapture, but severe resistance was felt. It was judged that there was possible damage on the soft tip of the was sheath. A new was sheath was inserted into the left atrial appendage and a 33mm device was deployed and released in the left atrial appendage after release criteria was met. No patient complications were reported. It was further reported that damage to the was not visually confirmed. During the full recapture, the wds and was were advanced to the watchman closure device. The closure device was captured into the distal part of the wds. After that, they disconnected the wds from the was, and withdrawal of the wds was attempted but strong resistance was felt. So the was and the wds were removed together. A new was and wds were used and the watchman closure device was successfully deployed and implanted.